Manufacturer narrative:
The product will not be returned for evaluation and testing. It was reported that the same dcs syringe had been successfully used to prep five coils prior to the inability to remove the air from the hub of the sixth dcs coil system. Per the dcs syringe IFU, the dcs syringe can be safely used for up to five coil detachments. The procedural factor of using the syringe after the maximum of five attempted detachments may have contributed to the reported failure to successfully prep the dcs coil system. There was no complaint against the syringe, it was reported that the procedure was completed with another coil. The product was not returned for analysis therefore no conclusion can be made. The DHR review performed for this lot involved indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan.

Event description:
During prep could remove the air from the delivery system. During coil embolization within an aneurysm, five other coils were prepped with this syringe and deployed without difficulty. During prep of the next coil, the gauge of the syringe reached the blue zone but decreased very little and could not remove the air. Dedicated saline from an infusion bag was used and the syringe was connected to the dcs coil delivery system, which the coil was in the dispenser hoop. There was no defect on the outer box and sterile pouch. The product was properly stored in their storage. The product was not clinically used. Another coil was used to complete the procedure. There was no adverse effect to the pt.